Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient developed as skin reaction that consisted of swelling and inflammation two days after the sensor session was started. The patient went to the hospital on (B)(6) 2022 for a previous skin reaction with a different sensor and was provided unspecified oral or IV medication. The patient stated they treated the current skin reaction with the same prescription medication from (B)(6) 2022. At the time of the report, the patient stated the affected area was slowly healing but was still visible. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2022, the patient experienced pain and swelling under the sensor pod. He removed the sensor and noted a lump at the sensor puncture site.

Manufacturer narrative:
(B)(4).